Manufacturer narrative:
A visual examination revealed that the pebax section was peeled, exposing the corewire partially, approximately 0.7cm from the distal end with a length of 0.6cm. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was found to be within specification. The returned unit was not consistent with the complaint that the distal tip detached exposing the corewire tip. The available information fails to indicate a definite root cause. Based on all gathered information, the most probable root cause is undeterminable. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, as the physician withdrew the guidewire from the common bile duct, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The physician used a balloon to retrieve the detached tip; however, it was unsuccessful. The physician feels that the detached tip will pass naturally. The procedure was completed with a second jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, as the physician withdrew the guidewire from the common bile duct, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The physician used a balloon to retrieve the detached tip, however, it was unsuccessful. The physician feels that the detached tip will pass naturally. The procedure was completed with a second jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.